Event description:
It was reported that the ventilator's o2 gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The o2 cell test failure was reproduced during troubleshooting. According to received service report, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model # and health effect - impact codes was required. D1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. Previous health effect - impact codes: no health consequences or impact, corrected health effect - impact codes: no patient involvement. The UDI information is not available since the device was manufactured before 2015.